Manufacturer narrative:
The event originally reported on medwatch 0001038806-2017-00836 that was submitted on nov 20, 2017 is no longer reportable per alternative summary report exemption e1998009. No further medwatch reports will be submitted for this event.

Event description:
It was reported that the abutment screw (mhlas) fractured.

Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that the screw is stripped. Implant remains implanted.